Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 10/08/2020 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch mmj616, xn18508g and no non-conformances were identified. Investigation summary ==> it was reported that the needle separated from suture. A needle and a suture piece of product code 18508g, lot # mmj616 were received for evaluation. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected and a suture piece could be observed into the barrel hole. During the visual inspection of the suture, the end was noted cut appears to be by de the use of a surgical instrument. The condition of the sample received indicate an improper handling of the device. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: please confirm when did this issue occurred? Unknown. What was the initial procedure? Unknown. What is the event day and procedure date? (B)(6) 2020. Could you please confirm if this 4 issues occurred in the same procedure? The same procedure and issues. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture separated from the needle. There were no adverse patient consequences reported. Additional information was requested.